Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device provider told coils were in the way for ablation ballon/ migration of essure device"), genital haemorrhage ("abnormal bleeding (general)"), post procedural infection ("infection (other):hospitalized shortly after surgery to remove essure device"), procedural complication ("following the essure removal surgery, missed 8 weeks from work due to subsequent complications from the surgery") and pelvic abscess ("pelvic pain (possible right parovarian abscess)") in a 22-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1997, (B)(6) 2001, (B)(6) 2005).), kidney stones, migraine in 1994, anxiety and abdominal pain. Concurrent conditions included blood pressure high since 2001, obesity, vomiting, fever and tonsillectomy since (B)(6) 2012. Concomitant products included allopurinol since 2004, amitriptyline from 2009 to 2012, duloxetine from 2009 to 2017, fluoxetine hydrochloride (prozac) since 2017, fluoxetine from 2009 to 2017, hydrochlorothiazide since 2001, lisinopril from 2003 to 2017, naratriptan since (B)(6) 2007, potassium citrate (urocit-k) from 2004 to 2007, sumatriptan (imitrex) and tamsulosin since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 6 months 20 days after insertion of essure (ess205), the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2007, the patient experienced uterine pain ("uterine pain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On (B)(6)2009, the patient experienced crying ("hormonal changes crying a lot") and mood altered ("hormonal changes moody"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("abdominal cramping"). On an unknown date, the patient experienced back pain ("pain back"). The patient was hospitalized for 5 days. The patient was treated with ibuprofen, antibiotics, ondansetron (zofran) and surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2012). On (B)(6) 2012, the patient experienced procedural complication (seriousness criterion medically significant) and procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2012, the patient experienced post procedural infection (seriousness criterion hospitalization) . On (B)(6) 2012, the patient experienced pelvic abscess (seriousness criterion medically significant) and pelvic pain ("pelvic pain (possible right parovarian abscess)"). Essure (ess205) was removed on (B)(6) 2012. On (B)(6) 2011, the device dislocation was resolving. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, crying, mood altered, uterine pain and urinary tract infection had resolved, the post procedural infection, pelvic abscess, dysmenorrhoea, headache and pelvic pain outcome was unknown, the procedural complication, dyspareunia, procedural pain, migraine, weight increased and nausea was resolving and the fatigue, depression, anxiety and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic abscess, pelvic pain, post procedural infection, procedural complication, procedural pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery, and missed approximately 8 weeks from work due to subsequent complications from the surgery. Hospitalized shortly after surgery to remove essure device. Since having the surgery, plaintiff's symptoms are mostly resolved. The tubal ostia were identified bilaterally and an essure coil was placed initially on the right side via a standard procedure. After deploying the coil, five of the coils were visible in the atrial cavity. Similarly on the left side, after placing the coil and deploying it, seven coils were visible. Right fallopian tube with 5 coils. Left fallopian tube with 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirming full occlusion of fallopian tubes (B)(6) 2012:pelvic ultrasound- 1. Normal endometrial echo complex. No evidence of uterine fibroids or endometrial polyps. 2. No adnexal cysts. 3. Echogenic structures consistent with known essure implants identified in the cornea bilaterally. (B)(6) 2012: uterus, hysterectomy: cervix with no pathologic abnormalities. Proliferative. Adenomyosis. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain,vaginal bleeding, abdominal pain lower , nausea, menorrhagia,abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: reporter added, case became medically confirmed "yes", patient demographic details added,historical and concomitant condition added,lab data added. Infection (other):hospitalized shortly after surgery to remove essure device was amended to incident unanticipated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device provider told coils were in the way for ablation ballon/ migration of essure device"), genital hemorrhage ("abnormal bleeding (general)"), post procedural infection ("infection (other):hospitalized shortly after surgery to remove essure device"), procedural complication ("following the essure removal surgery, missed 8 weeks from work due to subsequent complications from the surgery"), pelvic abscess ("pelvic pain (possible right parovarian abscess)"), menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding menorrhagia") and infection ("infection nos") in a 22-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) (B)(6)1997, (B)(6) 2001, (B)(6) 2005).), kidney stones, migraine in 1994, anxiety and abdominal pain. Concurrent conditions included blood pressure high since 2001, obesity, vomiting, fever and tonsillectomy since (B)(6) 2012. Concomitant products included allopurinol since 2004, amitriptyline from 2009 to 2012, duloxetine from 2009 to 2017, fluoxetine hydrochloride (prozac) since 2017, fluoxetine from 2009 to 2017, hydrochlorothiazide since 2001, lisinopril from 2003 to 2017, naratriptan since (B)(6) 2007, potassium citrate (urocit-k) from 2004 to 2007 and tamsulosin since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 3 months 21 days after insertion of essure (ess205), the patient experienced back pain ("pain back"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient experienced uterine pain ("uterine pain"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient experienced crying ("hormonal changes crying a lot") and mood altered ("hormonal changes moody"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced procedural complication (seriousness criterion medically significant) and procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2012, the patient experienced post procedural infection (seriousness criterion hospitalization) and infection (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced pelvic abscess (seriousness criterion medically significant) and pelvic pain ("pelvic pain (possible right parovarian abscess)"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abdominal cramping"). The patient was hospitalized for 5 days. The patient was treated with ibuprofen, antibiotics, ondansetron (zofran), sumatriptan (imitrex), medroxyprogesterone, surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2012) and surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, post procedural infection, procedural complication, pelvic abscess, menorrhagia, infection, dysmenorrhoea, dyspareunia, procedural pain, migraine, headache, weight increased, vaginal haemorrhage, back pain, nausea, crying, mood altered, uterine pain, urinary tract infection and pelvic pain had resolved and the fatigue, depression, anxiety and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, mood altered, nausea, pelvic abscess, pelvic pain, post procedural infection, procedural complication, procedural pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the tubal ostia were identified bilaterally and an essure coil was placed initially on the right side via a standard procedure. After deploying the coil, five of the coils were visible in the atrial cavity. Similarly on the left side, after placing the coil and deploying it, seven coils were visible. Right fallopian tube with 5 coils and left fallopian tube with 7 coils. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery, and missed approximately 8 weeks from work due to subsequent complications from the surgery. Hospitalized shortly after surgery to remove essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirming full occlusion of fallopian tubes (B)(6) 2012:pelvic ultrasound- 1. Normal endometrial echo complex. No evidence of uterine fibroids or endometrial polyps. 2. No adnexal cysts. 3. Echogenic structures consistent with known essure implants identified in the cornea bilaterally. (B)(6) 2012: uterus, hysterectomy: cervix with no pathologic abnormalities, proliferative and adenomyosis. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain,vaginal bleeding, abdominal pain lower , nausea, menorrhagia,abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device provider told coils were in the way for ablation ballon/ migration of essure device"), genital haemorrhage ("abnormal bleeding (general)"), post procedural infection ("infection (other):hospitalized shortly after surgery to remove essure device"), procedural complication ("following the essure removal surgery, missed 8 weeks from work due to subsequent complications from the surgery"), pelvic abscess ("pelvic pain (possible right parovarian abscess)"), menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding menorrhagia") and infection ("infection nos") in a 22-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1997, (B)(6) 2001, (B)(6) 2005).), kidney stones, migraine in 1994, anxiety and abdominal pain. Concurrent conditions included blood pressure high since 2001, obesity, vomiting, fever and tonsillectomy since (B)(6) 2012. Concomitant products included allopurinol since 2004, amitriptyline from 2009 to 2012, duloxetine from 2009 to 2017, fluoxetine hydrochloride (prozac) since 2017, fluoxetine from 2009 to 2017, hydrochlorothiazide since 2001, lisinopril from 2003 to 2017, naratriptan since (B)(6) 2007, potassium citrate (urocit-k) from 2004 to 2007 and tamsulosin since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 3 months 21 days after insertion of essure (ess205), the patient experienced back pain ("pain back"). On (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient experienced uterine pain ("uterine pain"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient experienced crying ("hormonal changes crying a lot") and mood altered ("hormonal changes moody"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced procedural complication (seriousness criterion medically significant) and procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2012, the patient experienced post procedural infection (seriousness criterion hospitalization) and infection (seriousness criterion hospitalization). On (B)(6) 2012, the patient experienced pelvic abscess (seriousness criterion medically significant) and pelvic pain ("pelvic pain (possible right parovarian abscess)"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abdominal cramping"). The patient was hospitalized for 5 days. The patient was treated with ibuprofen, antibiotics, ondansetron (zofran), sumatriptan (imitrex), medroxyprogesterone, surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2012) and surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, post procedural infection, procedural complication, pelvic abscess, dysmenorrhoea, menorrhagia, dyspareunia, procedural pain, migraine, headache, weight increased, vaginal haemorrhage, back pain, nausea, crying, mood altered, uterine pain, urinary tract infection, pelvic pain and infection had resolved and the fatigue, depression, anxiety and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, mood altered, nausea, pelvic abscess, pelvic pain, post procedural infection, procedural complication, procedural pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the tubal ostia were identified bilaterally and an essure coil was placed initially on the right side via a standard procedure. After deploying the coil, five of the coils were visible in the atrial cavity. Similarly on the left side, after placing the coil and deploying it, seven coils were visible. Right fallopian tube with 5 coils and left fallopian tube with 7 coils. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery, and missed approximately 8 weeks from work due to subsequent complications from the surgery. Hospitalized shortly after surgery to remove essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirming full occlusion of fallopian tubes . On (B)(6) 2012:pelvic ultrasound- normal endometrial echo complex. No evidence of uterine fibroids or endometrial polyps. No adnexal cysts. Echogenic structures consistent with known essure implants identified in the cornea bilaterally. On (B)(6) 2012: uterus, hysterectomy: cervix with no pathologic abnormalities, proliferative, adenomyosis . Concerning the injuries in the case, the following ones were described in patient's medical records: back pain,vaginal bleeding, abdominal pain lower , nausea, menorrhagia,abdominal pain . Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet (pfs) ¿ new adverse event (infection nos); onset date of events weight increased ((B)(6) 2007), migraine headaches ((B)(6) 2011), menorrhagia ((B)(6) 2008), back pain ((B)(6) 2006), device dislocation ((B)(6) 2012); and outcome of events (recovered from everything but the depression, anxiety, fatigue and cramping within weeks of essure removal surgery). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device provider told coils were in the way for ablation ballon/ migration of essure device"), genital haemorrhage ("abnormal bleeding (general)"), post procedural infection ("infection (other):hospitalized shortly after surgery to remove essure device") and procedural complication ("following the essure removal surgery, missed 8 weeks from work due to subsequent complications from the surgery") in a 22-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (((B)(6) 1997, (B)(6) 2001, (B)(6) 2005).), kidney stones, migraine in 1994 and anxiety. Concurrent conditions included blood pressure high since 2001 and obesity. Concomitant products included allopurinol since 2004, amitriptyline from 2009 to 2012, diuretics since 2001, duloxetine from 2009 to 2017, fluoxetine hydrochloride (prozac) since 2017, fluoxetine from 2009 to 2017, lisinopril from 2003 to 2017, naratriptan since 1-dec-2007, potassium citrate (urocit-k) from 2004 to 2007, sumatriptan (imitrex) and tamsulosin since (B)(6) 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 6 months 20 days after insertion of essure (ess205), the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse"). On (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In 2007, the patient experienced weight increased ("weight gain"). In november 2007, the patient experienced uterine pain ("uterine pain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding menorrhagia"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2009, the patient experienced crying ("hormonal changes crying a lot") and mood altered ("hormonal changes moody"). On (B)(6) 2012, the patient experienced procedural complication (seriousness criterion medically significant) and procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2012, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("abdominal cramping"). On an unknown date, the patient experienced back pain ("pain back"). The patient was hospitalized for 5 days. The patient was treated with ibuprofen, antibiotics, ondansetron (zofran) and surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. On (B)(6) 2011, the device dislocation was resolving. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, back pain, crying, mood altered, uterine pain and urinary tract infection had resolved, the post procedural infection, dysmenorrhoea and headache outcome was unknown, the procedural complication, dyspareunia, procedural pain, migraine, weight increased and nausea was resolving and the fatigue, depression, anxiety and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, post procedural infection, procedural complication, procedural pain, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery, and missed approximately 8 weeks from work due to subsequent complications from the surgery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events added from pfs: migraines, headaches, weight gain, abnormal bleeding vaginal, pain back, nausea, depression, anxiety, hormonal changes crying a lot, hormonal changes moody, uterine pain, abdominal pain, bladder infection, urinary tract infection, vaginal infection, pelvic pain (possible right parovarian abscess). Lot number, historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and procedural complication ("following the essure removal surgery, missed 8 weeks from work due to subsequent complications from the surgery") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("abnormal, heavy menstrual bleeding"), dyspareunia ("pain during intercourse") and fatigue ("fatigue"). The patient was treated with surgery (underwent a hysterectomy to remove essure on (B)(6) 2012). On (B)(6) 2012, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery") and procedural complication (seriousness criterion medically significant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, dyspareunia, fatigue, procedural pain and procedural complication was resolving. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, procedural complication and procedural pain to be related to essure (ess205). The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery, and missed approximately 8 weeks from work due to subsequent complications from the surgery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirming full occlusion of fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.